Manufacturer narrative:
72404127, 1000199501, control pump fgs iz, device incontinence mechanical/hydraulic. 72400024, 1000183572, balloon fgs 61-70 cm, device incontinence mechanical/hydraulic.

Event description:
It was reported that patient experienced infection. Artificial urinary sphincter (aus) device was explanted on an unknown date. No information about the patient outcome is available at the moment.